Event description:
This case was reported by a consumer and described the occurrence of hallucination in a (B)(6) male, patient, who received lactoperoxidase + lactoferrin + lysozyme (biotene oralbalance liquid) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started lactoperoxidase + lactoferrin + lysozyme (oral). At an unknown time after starting lactoperoxidase + lactoferrin + lysozyme, the patient experienced hallucination, scared and disorientation. This case was assessed as medically serious by gsk. Treatment with lactoperoxidase + lactoferrin + lysozyme was discontinued. At the time of reporting, the events were resolved.

Manufacturer narrative:
Biotene oralbalance liquid is manufactured in (B)(4). The lot number for this product is available (9h25c1). It was unknown if the product will be returned for quality assurance testing. (B)(4).